Event description:
An aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. Vessel morphology is reported as disease progression resulting in aortic neck dilatation. It was reported upon removal of the device at the time of implant the runners pulled the stem graft down. The physician elected to implant a 24 mm aortic cuff. It was reported that 70 months post stent graft implant, the patient was seen for a follow-up appointment and there was separation between the bifurcated stent graft and the aortic cuff. The physician elected to implant two aortic cuffs bridging the gap and the endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.